Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing healing issues following initial implant surgery. The surgeon added three sutures to the incision site and recommended minimal device use. The recipient was prescribed a 2-week course of topical antibiotics and an oral antibiotic (types unknown). An additional three sutures were added in a follow up visit.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.